Event description:
In response to medwatch # (B)(4) received on 10/30/2009.

Manufacturer narrative:
In response to medwatch # (B)(4): medwatch was sent by the facility, medical center of (B)(6), to the manufacturer who in turn sent it to (B)(4). We contacted our distributor in the area, (B)(4) to contact the facility and make arrangements to inspect the table. The facilities risk manager, (B)(6) has not, to date, returned (B)(4) phone calls. The facilities or manager and their biomed department know nothing about the complaint. Neither (B)(4) or (B)(4) is able to make any sort of determination of this complaint as a result of the facility being uncooperative. (B)(4) will continue to try and contact (B)(4) in order to gain entrance to the hospital and inspect the table in question. (B)(4) will report any additional information if/when we receive cooperation from the medical center of (B)(6).